Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. The patient was discharged on (B)(6) 2025. On (B)(6) 2026, during transesophageal echocardiography (tee), it was noted that the patient had a laminar, mobile device related thrombus (drt) on the middle of the closure device. The closure device was implanted near perfect, and the limbus was not longer than normal. The patient post implant tee did not show any evidence of drt or issues. The patient discontinued plavix at 6 months per protocol. The patient was taking aspirin (asa) 81mg daily only from (B)(6) 2025 to (B)(6) 2026. The patient was then admitted to another facility for deep vein thrombosis (dvt) and started on eliquis. The patient remained on eliquis and asa until mid-(B)(6) 2026. The patient was admitted for congestive heart failure (chf) exacerbation. Prior to discharge, eliquis was discontinued and plavix was resumed. The patient was discharged on (B)(6) 2026, on dual antiplatelet therapy (dapt). The patient has been at a long-term care facility, and it is unclear if the patient was getting all of their medications. The patient should have been on dapt at the time of the current admission.